Event description:
I was catatonic, did not respond to medications. The doctors gave me too many treatments of ect and I now have permanent memory loss, very poor math skills and learning disabilities. I also have very poor recall. I was told I may have short term memory loss, but that was far from the truth. Dates of use: 1997. Diagnosis or reason for use: severe depressive episode, electroshock therapy. Event abated after use stopped or dose reduced?: yes.